Manufacturer narrative:
(B)(4). Concomitant medical products- unknown head, unknown stem, unknown cup. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05445 and 0001822565-2018-05446. This event was originally sent under medwatch 0001825034-2018-05152, which was sent under an incorrect MFR number. Reported event was confirmed via medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable.